Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H.11. The electronic gas blender (egb) was returned to manufacturer for inspection and repair activity. The issue was reproduced and confirmed: gas flow fluctuations and gas leaks were detected. However, the device was not repaired since the gas connection showed significant signs of corrosion and cannot be replaced. According to the complaints database review, the egb was manufactured in 2011, and no other similar issues have been reported in the past. Based on the above facts, the root cause of the issue has been traced back to corroded gas connections and an overall compromised condition of the egb electro-mechanical components. Failure of electro-mechanical components can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in aarhus, denmark. Through follow-up communication, livanova learned that the gas output seemed slightly lower that expected. A livanova field service representative was dispatched to the facility to investigate the device. When tested with fio2 above or below 0.24 ¿ 0.28, the gas blender sounded like gasping for air and l/min raise and fall to 2l as it should be. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during service, an electronic gas blender was unstable on low flow with fio2 under 30%. No error message reference was reported. There was no patient involvement.